Event description:
The accounts maintenance stated the head and knee functions do not work and the head section was in the raised position.

Manufacturer narrative:
The accounts isolated the issue to the lockout box. He replaced the lockout to repair the bed.